Manufacturer narrative:
Device evaluated by MFR: the unit was received in good condition with no visible damage or defects observed. The reported problem could not be reproduced as indicated in the original complaint; however, the unit is unable to have an image. The root cause of the failure is a broken urethane tubing on the drive shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Event description:
Same case as 2134265-2013-01174 and 2134265-2013-01175. It was reported that during percutaneous coronary intervention, failure to pullback occurred. During the ivus procedure, the motordrive unit of ilab imaging systemt was unable to pullback an atlantis sr pro imaging catheter. The procedure was completed with another mdu. No patient complications were reported.

Event description:
Same case as 2134265-2013-01174 and 2134265-2013-01175. It was reported that during percutaneous coronary intervention, failure to pullback occured. During the ivus procedure, the motordrive unit of ilab imaging system was unable to pullback an atlantis sr pro imaging catheter. The procedure was completed with another mdu. No patient complications were reported.

Manufacturer narrative:
(B)(4).